Event description:
It was reported that the customer received a button alarm 22. Customer stated that the button had become "jammed". Customer was able to release the wake button. There was no impact to customer's blood glucose level. Customer stated they will continue to use the pump for insulin therapy.